Event description:
The complaint was flagged for a valve 1 leak failure. The pump was returned for investigation. After turning on the pump, pneumatic started to try and fill tank and failed causing it to have a red alarm. Pump was then reverted to manufacturing mode to test functionality of pneumatics and failed during hardware testing. Test had failed due to tank leak failure. Tank assembly and valve 1 will both be replaced during repair and undergo all necessary functional testing.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: issue for the pump, no harm of patient reported, nor an active infusion being stopped: red pump problem. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.